Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer will be sent a replacement pump.